Event description:
It was reported through remote transmission that an episode of non-sustained rv oversensing due to myopotential oversensing was observed. Programming change was recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.